Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2022, wherein the entire system was explanted due to infection at an undetermined site. Additionally, the patient was later discharged and prescribed oral antibiotics for treatment.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.